Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully removed from the collar, numerous kinks in the hypotube, tip damage and the entire distal shaft damaged (flattened). Functional testing could not be done due to the condition of the returned device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 02-feb-2017. It was reported that shaft kink and difficulty tracking over the wire occurred. Vascular access was obtain via femoral artery. The 28mm x 3mm, concentric, 85% stenosed target lesion contained a more than 45 degree bend was located in mildly tortuous and mildly calcified right coronary artery. A guidezilla¿ guide extension catheter was selected for percutaneous coronary intervention. During the procedure, device had a difficulty in maneuvering over an unknown wire due to a kink in the catheter shaft. The procedure was completed with another guidezilla¿ guide extension catheter. No patient complications reported. However, device analysis revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) fully removed from the collar.